Event description:
It was reported that the product would not come off standby. It was further reported that there was a delay of 10 minutes. There was no harm to the pt.

Event description:
It was reported that sensing thresholds progressively got worse over time. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.